Manufacturer narrative:
(B)(4).

Event description:
It was reported "placed on 6/5, was used normally for ivd until the night shift on 6/10 when continuous dripping and wetting near the mark ii area of the cvc tubing was found. The doctor removed it and tested it, and injection fluid sprayed out from about 19 cm from the brown end". The user changed to a new catheter. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "placed on 6/5, was used normally for ivd until the night shift on 6/10 when continuous dripping and wetting near the mark ii area of the cvc tubing was found. The doctor removed it and tested it, and injection fluid sprayed out from about 19 cm from the brown end". The user changed to a new catheter. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the customer provided one photo and one video for analysis. The complaint of catheter body leak was able to be confirmed by the video. It was noted the leak was near the securement site which was adjacent to the insertion site. The customer also returned one 3-lumen catheter for analysis. Signs of use were observed. Visual analysis revealed a hole towards the middle of the catheter body. Microscopic analysis confirmed the damage, and the edges of the hole appeared smooth and uniform which is consistent with contact with a sharp instrument (i.e. Scissors, scalpel, needle bevel, etc.). The hole in the catheter measured 128 mm from the juncture hub and was 28 mm from the box clamp. The catheter body length measured 322 mm, which is within the specification limits of 310-330 mm per catheter product drawing. The catheter outer diameter measured 2.44 mm, which is within the specification limits of 2.39-2.49 mm per catheter extrusion product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Leaking was observed from the hole in the catheter body when the distal lumen was flushed. The proximal and medial lumens flushed as intended with no signs of a leak. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a catheter leak was confirmed through complaint investigation of the returned sample. Visual inspection revealed a hole towards the middle of the catheter body. The edges of the hole were smooth and appeared consistent with contact with a sharp instrument (i.e. Scalpel, scissors, needle bevel, etc.). The catheter met all relevant dimensional requirements. Based on these circumstances, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.